Event description:
Amplifier pacing channel failed during implantation of dual chamber pacemaker necessitating bypassing amplifier and using direct stimulation. Rptr was using a loaner amplifier because they had several problems with this product and hosp's amplifier was being fixed. Pt was not injured because of very quick action of md/technician but the potential for pt injury/death was present.